Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 to examine the system. The fse removed and replaced the reagent probe b vacuum valve and the wash collar. The leak still continued so the fse replaced the level sense bead assembly/wash/vacuum assembly. The system was tested and met specifications; issue was resolved. Failure mode: multiple parts were removed and replaced. A specific failure mode could not be determined. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) stating that the reagent probe b was leaking in the unicel dxc 800 pro synchron chemistry analyzer. The leak was not contained to the instrument; leakage found at the bottom right side of the instrument on the floor. The customer could not identify source of the leak. The customer was wearing proper personal equipment (ppe), including a lab coat and gloves. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated.